Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had ongoing high blood glucose (bg) levels. The customer changed all of the pump supplies and the elevated bg continued. The customer's call was disconnected from tandem technical support and although multiple attempts were made to contact the customer, no response was received and no additional information was obtained regarding this event.